Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter has a broken needle. The following information was provided by the initial reporter: this is a report about a broken needle of iag.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter has a broken needle. The following information was provided by the initial reporter: this is a report about a broken needle of iag.

Manufacturer narrative:
Investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened 20g x 1.16in. Insyte autoguard unit from lot number 1236879. Additionally, five photos were received for investigation. A gross visual inspection of the returned unit found that the needle was bent at the notch and had been retracted. Additionally, the catheter tubing was bent near the tip. There was no evidence of a break in the needle observed. The reported issue of ¿needle bent¿ was confirmed. The unit was microscopically inspected. A v-shaped tear was found near the catheter tip. This tear indicates that the tear was present prior to receipt of the sample. If a needle spear through would have occurred during manufacturing the unit would have been received with the needle piercing the catheter and the tubing would be bent to one side. As no mention of a needle spear through is made in the event description it is likely that the spear through occurred after the device was opened. Manipulation of the catheter over the needle during tip adhesion break or during handling of the unit may have caused this defect. Further microscopic inspection of the needle cover found no damage or scratches to the needle cover. Scratches on the needle cover may indicate that the needle cover struck the needle and bent it. As no markings were found, it is unlikely that the clinician bent the needle during needle cover removal or reseating. The returned packaging was inspected. No abnormal tears were found on the packaging, indicating that it was opened in a normal fashion. Based on these observations and the fact that no venipuncture was performed using the unit (as no media is present), there is no evidence to suggest that the needle bend was caused in the clinician environment. This leaves manufacturing as a potential root cause. During manufacturing, it is possible for the cannula to get bent due to machine misalignment during insertion of the needle to the hub, needle lubrication, transfer between stations, or needle cover placement. Inspection for bent needle is performed using a 100% vision system. A device history record review showed no non-conformances associated with this issue during the production of this batch.